Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 16mmx2.25mm target lesion was located in the severely tortuous and severely calcified left anterior descending coronary artery (lad). A 16 x 2.25 promus premier ous mr stent was advanced to treat the lesion. However, the device failed to cross the lesion and after many attempts, it was noted that the tip of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Promus premier ous mr 16 x 2.25 mm stent delivery system was returned for analysis. A visual examination of the stent found damage to distal stent row 1 with stent struts lifted. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues along the midshaft, inner or outer shaft polymer extrusion. No other issues were identified during the product analysis.